Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Pump supplies were changed to address the issue and insulin therapy resumed. The customer's blood glucose was 109 mg/dl. A system check was performed with tandem technical support and no issues were identified.